Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer suspected cause of low bg may have been due to physical activity or not calculating the correct bolus that was delivered; however, this could not be confirmed. Customer consumed juice or a sugary drink to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 3 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 50 mg/dl were recorded at 1:45:47 pm to 1:55:30 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 1:45:47 pm on (B)(6) 2020. A user initiated tubing fill of size 11.28 units was observed at 08:50:42 am on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) without entering current glucose or carbohydrates: time: 12:06:16 pm, date: on (B)(6) 2020, iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) value of 49 was recorded at 11:35:28 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 11:30:26 am on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 08:34:33 am, date: on (B)(6) 2020, iob: 4.75, time: 09:08:59 am, date: on (B)(6) 2020, iob: 18.45. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) value of 53 was recorded at 2:20:24 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 2:20:24 pm on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 12:03:46 pm, date: on (B)(6) 2020, iob: 0.75. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.